Event description:
It was reported to boston scientific corporation on april 13, 2020 that a hot axios stent was to be implanted during a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the stent prematurely deployed. It is unknown if the stent was removed from the patient. Reportedly, the procedure was completed with another hot axios stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: problem code 1484 captures the reportable event of stent prematurely deployed. Block h10: a hot axios stent and delivery system were returned for analysis. Visual examination of the returned device found the stent was received partially deployed and the delivery system was received in position 2. Functional evaluation was performed and the stent was deployed without issue. The outer diameter of the stent was measured and was found to be within specifications. No other issues with the stent and delivery system were noted. Taking all available information into consideration, the investigation concluded that the reported event and the observed failure were likely due to factors encountered during the procedure such as how the device was handled or manipulated, the interaction of the device with the scope, the anatomy of the patient, and the techniques used by the user, which limited the performance of the device. Therefore, the most probable cause is adverse event related to the procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution. A labeling review was performed, and from the information available, this device was used per the directions for use (dfu) / product label. Block h11: block d4 (catalog number) has been corrected.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on april 13, 2020 that a hot axios stent was to be implanted during a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the stent prematurely deployed. It is unknown if the stent was removed from the patient. Reportedly, the procedure was completed with another hot axios stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.